Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. The investigation determined that the reported difficult to open or close (gripper actuation - single) appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), one of the gripper arms did not lower. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.